Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2015 with the following findings: evaluation revealed that the display was dim, fading,and discolored. During investigation, the keypad cover was removed and evaluation revealed that there was contamination found under all of the keypad button contacts. Unrelated to these issues, the keypad was peeling off the base. The contrast button was unresponsive to button presses and the contrast button contact was found to be missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim, fading and discolored. Evaluation also revealed contamination under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/21/2015.